Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during excimer laser correction, the laser stopped on second of ablation during excimer laser treatment. The procedure was not completed. Additional information received states an internal energy too high error message displayed and the surgery was not completed. The patient is in satisfactory general condition and will be seen in follow up at a later date.